Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had delayed hemorrhage 4 weeks from surgery. The patient underwent stage 1 deep brain stimulation (dbs) surgery on (B)(6) 2021 and stage 2 on (B)(6) 2021.  Initial programming was done on (B)(6) 2021 with no complaints. The patient was then hospitalized on (B)(6) 2021 for confusion. A CT scan reveals a frontal lobe bleed on the right side. The patient was admitted to the hospital and still recovering. The patient's medical history included frequently falling.